Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds since implant. The rv lead was explanted and replaced. It was further reported that the device had diminished longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.